Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was receiving alerts for noise on the atrial lead noise after unrelated device changeout procedure. The device was reprogrammed but alerts continued for atrial lead noise. Further changes to the device were discussed.